Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. Olympus medical systems corp. (Omsc) confirmed the following from the investigation. -from the device evaluation by the olympus repair center, it was confirmed that the printed circuit board was out of order. -no abnormalities other than the reported phenomenon were reported inside the device. -the device was not returned to omsc. From the above, the reported event was caused by a failure of the printed circuit board. The cause of the printed circuit board failure could not be identified. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the regular inspection, the endoscopic image was not displayed. The device was used in combination with an olympus video system center otv-s190. There was no delay in the device-related procedure. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at olympus repair center. Olympus repair center checked the device and duplicated the reported phenomenon. As a result of the evaluation, the following was confirmed. The device screen went black 10 minutes after booting, due to a printed circuit board failure. The device has not been repaired in the last year. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.